Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence. It was reported that the ins battery may be gone and the patient felt like it has been turning itself off everyday. The patient stated that her symptom has returned and felt worst than before. The patient noted that she was able to use the patient programmer and was still able to sync with the ins and it showed stimulation was on. The patient mentioned that she wanted to meet with a manufacturer representative to have the ins checked. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a manufacturer representative was able to meet with the patient on (B)(6) 2019. The rep¿s notes from the case were that the office called the patient to set up a time for the rep and patient to meet in person however the patient¿s voicemail box was full and they could not reach the patient. The rep then called the patient to follow-up with their questions. The patient reported that when they would travel and go through security their ipg would turn off. The controller was then reviewed with the patient to make certain the patient knew the on/off buttons for the therapy vs. The controller. The patient reported they changed their program from 4 to 2 and that they felt it comfortably at 1.1. The patient was encouraged to schedule time yearly for an ipg check in person through their health care physician (hcp) office. The patient then stated they were ¿okay for now,¿ but that they would follow up at some point this year to have their ipg unit checked by a manufacturer representative (rep). There were no further complications reported/anticipated.